Manufacturer narrative:
(B)(4). Mfg date: the device was manufactured january 31, 2015 ¿ february 2, 2015. The device was received for evaluation. The device was returned containing 65 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. This occurred during infusion and approximately one third of the pump was not infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.